Manufacturer narrative:
The customer¿s report of a crack at the patient connection (referring to the spin collar) was confirmed. Visual inspection observed that the male luer spin collar on the suspect primary set had four cracks approximately 0.182, 0.175, 0.221 and 0.183 inches long running parallel to the direction of the fluid flow. Further visual inspection under magnification observed no whitish colored scratches or stress markings around the cracks. Functional testing could not be performed due to the set¿s male luer spin collar being damaged. The root cause of the cracks on the suspect primary set¿s male luer spin collar was not identified.

Manufacturer narrative:
Concomitant medical products: 500ml hospira bag ndc 0409-7983-03 lot 72-901-fw exp 1 dec 2018, 0.9% sodium chloride injection; therapy date unknown. The affected product has been received and the evaluation is pending. A follow up report will be submitted once the evaluation is completed.

Event description:
The customer reported a "crack at the patient connection" (referring to the spin collar) while infusing an unspecified chemotherapy medication.